Event description:
It was reported that the customer's blood glucose level was 25 mg/dl and later it was 29mg/dl when the paramedics checked. Customer stated that the low blood glucose level occurred overnight. Customer was treated at home and did not go to the hospital. Customer was treated with glucose IV. Customer's mother found the customer moaning and he fell off the bed. Customer's mother thought it may have been a seizure since the customer was unresponsive. Customer's mother was trying to give the customer honey to bring up their blood glucose levels. Customer's mother then called 911. Customer suffers from low blood glucose levels overnight. Customer did not take any insulin before going to bed. Health care provider and educator may have made adjustments to the pump and increased the basal slightly. Event occurred during (B)(6). Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.